Event description:
Based on additional information received on 01-jun- 2016, this case initially assessed as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to event of allergic response to injection. This unsolicited device case from united states was received on 22-oct-2015 from a patient. This case involves a female patient of unknown age who received treatment with synvisc one and had allergic response to injection. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6)-2015 (friday), the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided) in left knee. It was reported that following the injections, patient's knee and thigh enlarged considerably. Patient reported that on monday morning she drove 60 miles back to her orthopedic doctor due to swelling in her knee and leg that occurred the same day of injection. The patient was told by her orthopedist that she had an allergic response to the injection. On an unknown date in (B)(6)-2015, the patient was still showing an enlarged knee & thigh. It was reported that the patient was told that the swelling would go down in time. Patient stated that she later received a cortisone injection but as of today, one year later, her thigh was still quite large and her knee was still swollen. Patient also stated that she had no pain or redness. Corrective treatment: cortisone injection. Outcome: not recovered/ not resolved. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 30-oct-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-jun-2016 from patient. This case initially assessed as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to event of allergic response to injection. Event outcome was updated form unknown to not recovered/ not resolved and corrective treatment of cortisone was added to the event of allergic response to injection. Clinical course was updated and text was amended accordingly.

Event description:
Based upon additional information received on 23-may- 2017 from the patient who was a nurse, the case became medically confirmed. Based on additional information received on 01-jun- 2016, this case initially assessed as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to event of allergic response to injection. This unsolicited device case from united states was received on 22-oct-2015 from a patient. This case involves an (B)(6) female patient who received treatment with synvisc one and had allergic response to injection/severe allergic reaction. The medical history was significant for neuropathy of feet, painful left knee, metatarsal painful spurs, bronchitis in young years, frequent urinary tract infections (utis), endometriosis, severe arthritis (diagnosed through magnetic resonance imaging (MRI)), bursitis, torn meniscus left leg (twice), gallstones, diabetes ii, gastroesophageal reflux disease (gerd), 2 fractured ribs, broken fibula right leg, broken left elbow, panhysterectomy, meniscus repair left leg (twice), cholecystectomy, tonsillectomy, adenoidectomy, left elbow fracture repair, carpal tunnel right wrist and left wrist and elbow nerve repair. The patient was allergic to dust and mold (sneezing, runny nose and cough). The concomitant medication included insulin aspart (novolog) and insulin glargine (lantus) for diabetes, latanoprost for glaucoma, levothyroxine sodium (synthroid) for hypothyroid, valsartan (diovan) for blood pressure, cholecalciferol (vitamin d3) and multivitamin. No past drugs or concurrent condition was reported. On (B)(6) 2015, at 02:30 p.m., the patient received treatment with intra-articular synvisc one injection once (dose, batch/ lot number and expiration date: not provided) in left knee for left knee pain. The injection was administered by a physician. The same day, following the injection, patient's knee and thigh enlarged considerably. Patient reported that on monday morning she drove 60 miles back to her orthopedic doctor due to swelling in her knee and left leg that occurred the same day of injection. The patient was told by her orthopedist that she had an allergic response to the injection. On an unknown date in (B)(6) 2015, the patient was still showing an enlarged knee & thigh. It was reported that the patient was told that the swelling of leg was a severe allergic reaction and it would go down in time. Patient stated that she later received a cortisone injection but as of today ((B)(6) 2016), one year later, her thigh was still quite large and her knee was still swollen. Patient also stated that she had no pain or redness. On an unknown date in 2017, there was slight decrease in size of left leg; however, it was bigger than the right leg at mid-calf, mid-thigh and knee now. The left leg continued to be one inch larger from the ankle through the thigh. The patient neither visited the emergency room nor was admitted to the hospital due to the event. The patient's husband had three injections of synvisc with each injection giving him three years of relief. The patient had hoped for the same benefit. The patient was now concerned regarding the future and need for knee replacement as to whether the current condition of the left leg causing a problem. As of 23-may-2017, the event had not recovered. Corrective treatment: cortisone injection outcome: not recovered/ not resolved a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 30-oct-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-jun-2016 from patient. This case initially assessed as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to event of allergic response to injection. Event outcome was updated form unknown to not recovered/ not resolved and corrective treatment of cortisone was added to the event of allergic response to injection. Clinical course was updated and text was amended accordingly. Additional information was received on 23-may-2017 from the patient who was a nurse and the case became medically confirmed. The age of the patient, medical history and concomitant medication were added. The verbatim for the event was updated from allergic response to injection to allergic response to injection/severe allergic reaction. The verbatim for the symptom of knee enlarged considerably was updated to knee enlarged considerably/left leg is bigger than right at mid-calf, mid-thigh and knee and that of the symptom of thigh enlarged considerably was updated to thigh enlarged considerably/left leg swelled/enlarged legs/left leg is bigger than right at mid-calf, mid-thigh and knee/my left leg continues to be one inch larger from the ankle through the thigh. The suspect product start and stop date were updated and the indication was added. The event start date was updated. The operator of the injection was added. Clinical course updated and text amended accordingly.